Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. This device was used for treatment not diagnosis.

Event description:
It was reported that the surgeon performed a revision surgery on a patient that had a previous l4-s1 posterior fusion with synthes uss, universal spine system. The patient had adjacent level disc disease at l3-4. He removed the l4-s1 hardware from the 2008 surgery. There were no issues with the old hardware. He then placed synthes uss dual opening hardware from l3-s1. During the interbody fusion part of the procedure at l3-4, he broke the graft pusher handle. All fragments of the handle were retrieved and the interbody fusion was completed without an issue. Later in the procedure when connecting the rods, the surgeon stripped the top threads of the left l3 screw when securing the nut and collar. He attempted to use another nut and collar to secure the rod, but the screw threads were stripped so he replaced the screw and was successfully able to secure the rod with a new nut and collar. Around 15 -20 minutes was added to the procedure as a result of this event. No further information was provided. This is report 22 of 26 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. The plif graft pusher (part # 394.571) is used in conjunction with the plif graft funnel ( part # 394.561) to facilitate insertion of autogenous cancellous bone graft or a bone graft substitute into the disc space (information provided per t-plif spacer instruments technique guide. The returned plif graft pusher was manufactured in december 2006 and is 6 years and 8 months old. Examination of the device shows the handle is cracked/ broken as stated in the complaint. Further examination shows a crack on both sides and along the length of the handle, extending from the front edge approximately 94 mm toward the rear of the handle. The crack passes through the cross pins. It can be observed that the pin which is inserted in the shaft is bent severely in the direction of force. This indicates that the breakage of the phenolic handle most probably is caused by a vertical force (mallet/hammer) along the length of the instrument. Excessive force/ incorrect use/wear-and tear could have been the cause of the breakage. There are 33 complaints for this condition in the entire complaint history for part # 394.571 and total of 40,400 of t-plif spacer sold since april 20, 1999 to august 20, 2013 which results in an occurrence rate of 0.082%. There is no risk assessment associated with this product. A review of the most current revision of the drawings was performed and there were no changes made to the design of the plif graft pusher handle. The material is adequate for its intended use. The cause of the breakage on the plif graft pusher phenolic handle is unclear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record was conducted and revealed no complaint related anomalies. A manufacturing evaluation was conducted. The damaged condition of the returned instrument occurred in the field and is not associated with manufacturing. There was enough force applied to the end of the handle to drive the dowel pin forward bending it and splitting the handle. The dowel pin length(l)is unobtainable due to its bent condition. The bore in the handle is split and damaged. The hardness was not checked for the handle or the dowel pin because neither require hardness.